Event description:
Product was used one time as directed. Left me with severe bruises and increased cellulite formation in thighs. Product marketed to reduce cellulite and promote weight loss. Document (B)(4). Report number: (B)(4). Purchase date: 05/31/2017.